Event description:
The customer reported that the ventilator's lower display was blank. The ventilator was not being used on a patient at the time of the event. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The field service engineer (fse) evaluated the ventilator and verified the reported issue. The fse replaced the graphic user interface (gui) printed circuit board (pcb) and backlight inverter pcbs, which resolved the reported issue. The ventilator then passed short self tests (sst), extended self tests (est), electrical safety tests, calibrations, and performance verification testing (pvt).